Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Healthcare provider reported a right side exchange due to "textured silicone implant", "rupture", and "capsular contracture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on anterior assessed as fold flaw opening. Anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a right side exchange due to "textured silicone implant", "rupture", and "capsular contracture". The device has been explanted.